Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection found a worn downstream occlusion (dso) seal. A review of the event history log revealed an 'ac adapter connected' alarm, and an 'ac adapter disconnected' alarm twice each. Functional testing was unable to duplicate the reported problem; however, error code 44508 was found in the error log. The root cause was unable to be established. The error code was cleared, and the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a repeat ac adapt without cause/alarm/beep. The device evaluation found a worn downstream occlusion (dso) seal. There was unknown patient involvement.